Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the atrial leadless pacemaker (lp) was failing to capture. The lp was explanted and replaced with a transvenous pacemaker. The patient was in stable condition.

Manufacturer narrative:
Reported events of failure to capture was not confirmed. Visual inspection noted the outer and inner helix were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.